Event description:
Surepress wraps ordered for pt. To bilateral lower extremities on (B)(6) 2014, during wound term assessment on (B)(6) 2014 multiple deep tissue injury sites present: right le circumferential, right dorsal foot; right achilles, left dorsal foot, left lot le; on (B)(6) 2014. Pt to operating room for debridement of right foot, right ankle, and right posterior ankle. Pt admitted on (B)(6) 2014 for abdominal pain and right - sided colonic perforation with intraperitoneal free air.